Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor alarm associated with the centrimag motor was confirmed. There were no photos or log files submitted for review. The centrimag motor, serial (B)(6), was evaluated at the edc. The motor was functionally tested and a m2: motor disconnected alarm was observed on the console, indicating that that motor was unable to be recognized. The alarm would intermittently activate when the cable was manipulated. The motor was forwarded to the product performance engineering where the centrimag motor cable was manipulated at the proximal end bend relief, and a motor alarm appeared on the screen. Continuity testing revealed an open line on the a1+/a1- line when the cable was manipulated near the bend relief which would cause motor alarms. The entire motor cable was dissected and the drive phase a1 line (green and yellow power wires) were stripped. Slight tugging resulted in them being severed, indicating there was severe wire fatigue. The root cause for the reported event was determined to be due to wire fatigue within the centrimag motor cable, consistent with repetitive flexing of the cable over time. Wire fatigue occurring at the motor-side bend relief has been addressed via a corrective and preventative action (CAPA). This motor was manufactured before this CAPA was implemented. The device history records were reviewed for the centrimag motor (serial number: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the perfusionists switched to the backup console and motor and continued with support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor was broken. The circuit was primed, but when the perfusionist moved the trolley, with the system the motor suddenly stopped, and the alarm m2 motor disconnected was triggered. The perfusionist noted that the motor cable was bent a little and, when moving it, the motor restarted. With further manipulation, the motor stopped again. No patient was involved. The centrimag motor was removed from use.